Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump's occlusion known was stuck. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loos or no adverse consequences to the patient.

Manufacturer narrative:
Investigation in process, but not yet completed.